Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, heavily torturous and 80% stenosed anatomy resulting in the reported difficult to remove. Interaction/manipulation of the compromised device resulted in the noted device damages (bent shaping ribbon, bent/kinked core, bent hypotube) and ultimately resulted in the reported/noted core material separation. Reportedly, when the physician wanted to remove the bmw universal ii guide wire, there was much resistance and force was applied. When the wire was removed from the anatomy, it separated into two pieces. It should be noted the hi-torque balance middleweight universal ii guide wire instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. The force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, heavy tortuosity and 80% stenosis. The balance middleweight (bmw) universal ii guide wire was advanced and an unspecified stent was implanted over the guide wire. When the physician wanted to remove the bmw universal ii guide wire, there was much resistance and force was applied. When the wire was removed from the anatomy, it separated into two pieces. Another guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.